Manufacturer narrative:
Concomitant medical products: product ID 310c25 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased threshold and low impedance on the right atrial (ra) lead. There was also oversensing on the right ventricular (rv) lead. The leads remains in use. No patient complications have been reported as a result of this event.